Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an appointment on (B)(6) 2016. There were no broken lead wires and it was functioning well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient stated that she fell down the steps in 2016 and no longer has her implant in her. Patient mentioned that the device got crooked and bent from the fall and it hurt so she had to have it taken out. Pt said she had the device removed towards the end of 2016 or early part of 2017. Patient said the bladder therapy got very bent up and was hurting inside of her but still working. Patient told her doctor who did an x-ray and saw the device was very bent up inside the patient. No further complications were reported or are anticipated.

Event description:
A patient reported she fell down the steps on (B)(6) 2016. The patient noted she fell backwards with her walker and landed on her implantable neurostimulator (ins). The patient stated she then stopped feeling stimulation. After the fell the patient went to the emergency room and turned off the ins and they had an x-ray. When the patient turned the ins back on she felt no stimulation. The patient stated the device has not been checked. The patient does not feel stimulation. The patient noted a fall could be related to the issue. When stimulation was increased the patient felt stimulation in the correct location. The patient is at 1.9 v and was on the second program. The patient did not feel any stimulation at 2.0 v. The patient increased to 2.7 v and confirmed she felt stimulation. The patient noted no feeling stimulation was sudden. The patient plans to follow up with their healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.